Event description:
Report received of an adverse event while the device was in clinical use. In 2003, the patient was receiving oral percocet, oral xanax, and IV pca therapy. The pump was programmed in the pca only mode to deliver morphine 1mg/ml, with a 3mg pca dose, an 8-minute patient lockout and a 30mg 4-hour limit. The following day between 0300 and 0700, the patient received a total of 27mg of morphine and the xanax was held because the patient was sleepy. Reportedly between 0800 and 1200 the paitent received 22mg of morphine. After an unspecified length of time, the patient became bradycardic with a heart rate of 34 beats per minute, and was in "respiratory arrest". The customer reported the patient "maintained an oxygen saturation of 100%". The patient required CPR, intubation, and was treated with unspecified doses of atropine, epinephrine and narcan. The pump was removed from clinical service. The patient recovered from the arrest and remained intubated overnight. It was reported that within 24-hours, the patient was extubated and had been discharged from the ICU. There were no reported adverse patient sequelae. The customer reported that the pump did not over-deliver or malfunction while in clinical service with this patient. The customer stated the attending physician believed the event was a result of the patient's sleep apnea and the combination of medication they were receiving. Though requested no additional information was provided.